Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 50 mg/dl. The customer stated the insulin pump had crack on screen and reservoir compartment and reservoir was able to lock in place when inserted into insulin pump. It was unknown how the customer treated for their low. The customer declined to troubleshoot for the low blood glucose incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The pump will be returned for analysis.